Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. For the evaluation. The evaluation confirmed reported phenomenon, but it was not duplicated later. In addition, the evaluation confirmed followings. Error log indicated overcurrent to the ccd chip. The coating of the cable which was connected to the ccd chip came off. The bending section rubber was scratched. The adhesive of the bending section rubber was missing. Based on the evaluation result, it was surmised that the electronic components of the subject device were damaged and the damage caused the image loss. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device disappeared during a laparoscopic inguinal hernia repair. There was no report of patient injury on this event.